Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. No significant events leading to the alarm were observed. She stated that she wore the insulin pump on her body. She also noted that, at dinner, she went to give 8 units of insulin but did not hear anything when she pressed the act button. She stated that she is completely blind and wore the device on her shoulder while sitting pool side. Advised replacement of the insulin pump. Nothing further reported.